Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection of the returned device, the error description provided by the customer, "during case camera signal goes off and came back intermittently 2 times" could be confirmed. The camera socket has been found to have worn contacts (see image in product inspection section). It is possible that the worn contacts in the socket have prevented the camera cable plug from making full contact. As a result, a stable connection between the camera head and the control unit could not be established. The functionality of the system was potentially impaired as a result. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during case camera signal goes off and came back intermittently 2 times". No negative impact in state of health reported.